Event description:
It was reported via phone call that the customer had a blank display. Customer states the blank display occurred without warning.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump ws received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected alarm was noted during testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked belt clip slot.